Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in an inappropriate shock. This device was checked in clinic and provocative maneuvers were performed with noise unable to be reproduced. Device data was sent to rhythmcare for review. Data review determined the shock was inappropriate. X-rays were completed to further evaluate system placement. Rhythmcare then provided further troubleshooting and programming options. Additional information was received that this s-ICD delivered an additional inappropriate shock resulting in hospitalization. X-rays were completed and further testing was performed. Rhythmcare then recommended system replacement. Therapy was the programmed off in this system. This device system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in an inappropriate shock. This device was checked in clinic and provocative maneuvers were performed with noise unable to be reproduced. Device data was sent to rhythmcare for review. Data review determined the shock was inappropriate. X-rays were completed to further evaluate system placement. Rhythmcare then provided further troubleshooting and programming options. Additional information was received that this s-ICD delivered an additional inappropriate shock resulting in hospitalization. X-rays were completed and further testing was performed. Rhythmcare then recommended system replacement. Therapy was the programmed off in this system. This device system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in an inappropriate shock. This device was checked in clinic and provocative maneuvers were performed with noise unable to be reproduced. Device data was sent to rhythmcare for review. Data review determined the shock was inappropriate. X-rays were completed to further evaluate system placement. Rhythmcare then provided further troubleshooting and programming options. Additional information was received that this s-ICD delivered an additional inappropriate shock resulting in hospitalization. Therapy was the programmed off in this system until further intervention can be determined. No additional adverse patient effects were reported.